Event description:
The device was implanted to a male patient on (B)(6) 2015. On (B)(6) 2015, the device was replaced since the setting pressure could not be changed soon after implantation. The patient¿s condition is good after the revision. Further information would be provided as soon as jjkk receive it from the facility.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 100mmh2o. The valve was visually inspected, the housing was torn at the level of the syphonguard this has probably occured during the valve explantation. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore, a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheters was irrigated, no occlusion was noted. The siphonguard was irrigated with purified water, no problem was noted. The valve was not leak tested as the housing was torn. The valve was dried. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested 100mmh2o, passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found in the spring, spring pillar, ruby ball, seat of ruby ball, cam mechanism, cam mechanism pillar, and base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the product code 82-3146, with lot number crhbgj, conformed to the specifications when released to stock on the 9th july 2014. The root cause of the problem reported by the customer was due to biological debris found on the spring, spring pillar, ruby ball, seat of ruby ball, cam mechanism, cam mechanism pillar, and base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.